Event description:
The dr successfully placed a vena tech filter via the femoral approach. The following day, the same dr was placing a triple lumen catheter on the same pt via the subclavian vein. During the procedure, without fluoroscopy, the vena cava filter was displaced with a j-guidewire. Following entrapment by the guidewire, filter was removed through the subclavian vein. The pt suffered no adverse effects as a result of this procedure.